Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. A review of all batch record documents for potentially associated lot numbers h11l21025, h12c12039, h12h27051, h12i25038 and h13b19035 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
This is a report of a home patient that experienced peritonitis and subsequently passed away. The patient was not hospitalized for the event. On an unreported date, the patient was treated with vancomycin (route, dose, and frequency not reported) for the peritonitis. Six days later, the patient died from the peritonitis. It was not reported if an autopsy was performed. No additional information was available at the time of this report.

Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental report will be submitted.